Event description:
Reporter alleged obtaining a result of 292 mg/dl on aviva system 1 compared back to back with a result of 129 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that he took 6 units of insulin about an hour prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.